Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - left was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload due to fatigue. The device inspection revealed the following: the device broke in fatigue. The fracture surfaces were extensively obscured by post fracture abrasion. The fracture origin could not be analyzed. The base alloy was consistent with a ti6al4v type material. No material or manufacturing defects were observed on the surfaces examined. Medical records were provided and reviewed. Surgeon stated on (B)(6) 2015 that: ''findings: postoperative change with compression plate and screws transversing the first metatarsophalangeal joint prior arthrodesis. Nonunion at the arthrodesis. There is hardware fracture of the dorsal compression plate (axial image 38) and sagittal image 11) the screws appear intact. Mild micromotion about the screw that transverse the first metatarsophalangeal joint. Misshapen appearance of the distal aspect of the proximal phalanx of the great toe suggesting an area of prior trauma versus an "olf" pin track (sagittal image 14).'' [Original statement(s)]. Please note that the instruction for use (v15095 rev b anchorage non sterile (drnot0040)) reads: ''warning this product must be handled and/or implanted by qualified practitioners who have read these instructions and, if applicable, specific information about the product. Achievement of results that conform to the product¿s potential is based on the strict adherence to these instructions and, if applicable, to specific information about the product. [...] Precautions for use [...] - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. - the clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. - risk of conflict with other implants. - risk of articular conflict.'' [Original statement(s)]. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weight bearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p, g p, sufficient bending of the plate, correct screw placement with sufficient insertion torque). This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient came in for 8 week visit and the fusion looked good on x-ray. After 8 weeks of non weight bearing, the doctor cleared her for ambulating. She has been walking for less than 2 weeks and the plate broke. They will be revising this patient but the date and time has not been set yet.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient came in for 8 week visit and the fusion looked good on x-ray. After 8 weeks of non weight bearing, the doctor cleared the patient to weight bear. She has been walking for less than 2 weeks and the plate broke. They will be revising this patient but the date and time has not been set yet.